Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 9 months. The explanted device is expected to be returned for analysis. It has not yet been received. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient received a pump exchange on (B)(6) 2018 due to thrombosis. Additional information has been requested but has not been provided.